Event description:
The customer reported that after 3 hours of treatment the amount of the patient fluid removal was too high. He rate of the patient fluid removal was adjusted removal 100 ml/h. After 3 hours of treatment the fluid removal presented by the machine had been 560 ml instead of the set volume of 300ml. No information was given by the machine that the patient removal rate had been incorrect.